Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2009. Concomitant product: 4194 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 80% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device did not meet expected longevity reaching recommended replacement time (rrt). The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.